Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the stimulation ins had holes punched into the grommet. Analysis also found that both setscrews could be tightened onto leads.

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, lot# unknown, product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Upon further review, device code (B)(4) does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported that during surgery the 8-15 port of the implantable neurostimulator (ins) wasn't torquing with the torque wrench. According to the rep. The physician wasn¿t willing to do any troubleshooting so the ins was replaced with another with the issue appearing to be an out of box failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.